Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c793669 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It is possible that patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made. There is no evidence to suggest that stent fracture did not occur. Therefore the complaint is confirmed based on customer testimony. It can be noted that stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: two zilver ptx stents were placed in the right sfa with overlap. On (B)(6) 2015: x-ray confirmed stent fracture (type I) in the middle of the distally placed stent.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-120-ptx stent of lot number c793669 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: two x-rays of the right sfa stents were provided along with the complaint report. The sfa was stented from the origin to the adductor canal. The entire stented length was 24cm. Overlap was 5mm. The proximal stent was mildly stretched. The distal stent measured exactly 12cm. The mid distal stent was incompletely fractured along the lateral margin. The fracture occurred in the mid sfa. No significant calcification was present. The stents did not twist. Impression: a type I distal zilver ptx fracture occurred in the mid sfa. Stent fractured risk was elevated by the long stented length.¿ the customer complaint can be confirmed as imaging revealed a type I stent fracture in the mid sfa. Based on the imaging review, the mid distal stent was incompletely fractured along the lateral margin. According to the independent reviewer, the risk for stent fracture was elevated by the long stented length. As the conditions of use could not be replicated, a definitive root cause of this occurrence cannot be determined. It can be noted that stent strut fracture is a known potential adverse event associated with the placement of this device prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images related to this event. Initial report submitted as follows: on (B)(6) 2012: two zilver ptx stents were placed in the right sfa with overlap. On (B)(6) 2015: x-ray confirmed stent fracture (type I) in the middle of the distally placed stent.